Event description:
Implant surgeons reported to the sales rep, that during a nail implantation, the guide got stuck in the reamer shaft. The surgeons used another device to ream the shine bone but they used the guide (B)(4) to implant the nail. There was delay of over 30 minutes to finish the surgery.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report. The associated device is as follows: 1806-1250s lot# k206795 guide wire, ball-tipped, sterile 3x1250 mm.